Manufacturer narrative:
Initial reporter occupation: cath lab tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the doctor was experiencing a "leaky valve" with the involved 6f glidesheath slender. The patient condition was stable, and they do not consider the patient to be harmed. The procedure was completed successfully. Medical or surgical intervention was not required. Der.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).